Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the lead was tested using the external neurostimulator with alligator clips. Contact 3 was over 4000 ohms, but under 5000 ohms.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40 ,lot# va1jstq, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsonian tremor, parkinson's dual, and movement disorders. It was reported that there was an open contact on electrode 2 out of the box. Stage 2 impedance test showed >40,000 ohms with all electrode 2 pairs, and electrode 3 was around 4,000 ohms. The hcp noted no visible damage to the lead out of box nor was there any damage during the implant surgery. The lead was not explanted, and used electrodes 0 and 1. No patient symptoms or further complications were reported as a result of this event.